Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient suffered injuries from the use of the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient suffered injuries from the use of the device. Medical intervention was not specified. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. There has been no response from the customer on the return of the device. If any additional information is received, a follow up report will be filed. In box d: product UDI is updated. In box g: report source, date received by MFR is updated. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, recall (z) number are updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient suffered injuries from the use of the device. Medical intervention was not specified. In box b: describe event or problem will be: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient suffered injuries from the use of the device. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, error codes were found. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI, operator of the device, operator of device - other are updated in this follow-up. In box g: report source, report source - other, date received by mfg is updated in this follow-up. In box h: (device) problem code grid, health impact grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, recall (z) number are updated in this follow-up.